Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. Approx 6 months post index procedure the pt was rehospitalized due to a mi. The mi was elated to he target vessel. The following day reptca (des) of the target lesion was performed due to restenosis. Ptca was successful. The investigator indicated that the reptca was definitely released to the study stent but did not indicate whether the reported mi was related to the study stent. (Ref MFR# 9612164-2011-00889).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction, stent thrombosis, death). Conclusions: inherent risk of procedure - (myocardial infarction, stent thrombosis, death). (B)(4).

Event description:
The investigator assessed that the previously reported mi was definitely related to the study device. During the previously reported re-ptca the patient had an endeavor sprint stent implanted. Approximately 23 months post index procedure, the patient suffered an m I. The investigator assessed that the event was possibly related to the study device. It was reported that the patient suffered a stent thrombosis on the same date as the mi. The investigator assessed that the event was possibly related to the study device. Patient death occurred one day later. Cause of death was assessed as due to mi. The investigator assessed that the death was possibly related to the study device.

Event description:
Patient died on the same day as the mi and stent thrombosis.